Event description:
During an esophagogastroduodenoscopy procedure the gold tip fell off inside the pt. Follow-up determined that the tip along with the needle guide tube assembly detached from the catheter and had to be retrieved from the pt.